Event description:
It was reported that following a lap cholecystectomy procedure, the patient was stinted for a bile leak in the post operative period. The patient has recovered well. No further information is available.

Manufacturer narrative:
Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. The initial reporter was uncomfortable providing the identity of the surgeon who performed the procedure. He advised that the patient has done well in the post operative period and there is no further information available. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.